Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported a spasticity increase occurred on an unknown date. It was indicated, "the doctor think the pump is returned." It was unknown if the issue resolved. The patient status was alive - no injury. There were no environmental factors that may have contributed to the issue. Further complications were not reported. Additional information was received. It was reported there was a suspected flipped pump. Act scan was provided, but the flipped pump could not be confirmed. It was indicated the patient's mother felt spasticity was increasing. Further complications were not reported.